Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that, on an unspecified date, a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch was found to leak during patient use. The report states that "levophed was noted to be leaking onto the bed from the y-site port most proximal to the patient. Curos cap was removed off tubing and no backflow valve was present in y-site port and medication began leaking onto bed." The device had been sequestered for return. There was no patient harm reported.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage and missing backflow valves could not be confirmed by the investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.